Manufacturer narrative:
The verathon customer care representative informed the customer that their glidescope pgvl video monitor was no longer under warranty and that it would need to be replaced. The customer was provided literature stating that the device was end of life and no longer suitable for human use. Upon review of the device history for the serial number (B)(4), it was determined that the device was manufactured on 19-feb-2009. The video monitor was not returned to verathon for evaluation, therefore the cause could not be conclusively determined; however, it is likely that the age of the device, ten (10) years, caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope pgvl video monitor, the image would disappear and turn orange intermittently. No delay in the procedure, use of a back up device, or harm to the patient or user was reported.